Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-21, information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their intensity is dropping to zero out of nowhere and sometimes pops back in to where the intensity was prior, otherwise they have to use their controller to turn the intensity to where the intensity was before. Pt said this happens in all of their groups a, b, and c. Pss had pt go to their menu and "check position". Pt said they were in an upright position and their settings were at 6.2. Pt then went to lying down position and hit check position. Pt said the controller did recognize they were lying down. Pt did "check position" while sitting up again and did see upright position and they made sure their settings were at 6.2. Pt waited 5 minutes and the settings did stay at 6.2 when they changed positions and went back to sitting position. Pt said they can feel when their stimulation is on; pt said that what they noticed while sitting at work that all of the sudden their stimulation feels like the stimulation went off, but when they check the stimulation is not off and their intensity is at 0. Pt said this also has been happening while they are lying down. The issue was not resolved. The patient was redirected to their healthcare provider to further address t he issue. Pt said they have their medtronic reps information and will contact them about the issue. Redirected caller: patient's hcp on 2022-jun-27, additional information was received from the patient (pt). It was reported that the pt does not have any positions in adaptivestim with an amplitude setting of zero. The cause was not determined, and the pt has been resetting intermittently until they can meet with a rep to disable it and resolve the issue.